Event description:
It was reported that the patient underwent a olif and posterior fusion at l2-5 to treat degenerative scoliosis. Approximately 1 month post-op it was found on a CT scan that the setscrew at l2 was displaced. The patient reported having back pain. The patient underwent a revision surgery where it was found the other set screw at l2 also backed out. No additional patient complications were reported.

Manufacturer narrative:
Visual analysis reveals that the nodes of both screws have touched the rod and have some deformation. The break off portion of the screws has been broken off. The flanks of the screws do not show a significant amount of deformation. One of the screws has small amount of material displacement near the truncated leading edge of the threads. Functionally the screws would still thread into a screw head. The does not appear to be a design or manufacturing issue with the screws. The root cause of the failure could not be determined.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.